Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. System related products: evolutr-26, sn (B)(4) and evolutr-26, sn: (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, incomplete expansion occurred resulting in moderate paravalvular leak (pvl). A post-dilation balloon aortic valvuloplasty (bav) was performed. A second transcatheter bioprosthetic valve was implanted occluding the left main (lm) artery. A loop catheter was introduced and lifted both valves upward resolving the occlusion. A third transcatheter bioprosthetic valve was deployed partially occluding the lm. A percutaneous transluminal coronary angioplasty (ptca) was performed and a stent was implanted to treat the occlusion and ostium calcification. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The frame lot record was reviewed confirming all specifications were met. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, it was learned that incomplete expansion of the valve led to the reported pvl. Incomplete valve expansion can be related to patient anatomical factors (calcification, bicuspid, ellipticity, etc.) In addition to positioning of the valve and compliance with the aorta. Without review of additional information, an assignable root cause cannot be determined at this time. Coronary occlusion following transcatheter aortic valve implantation (tavi) is listed in the device instructions for use (IFU) as potential adverse effects, and is typically related to patient factors (calcium, height of ostia, anatomic variation, etc.), in addition to positioning of the valve. In this case, it was learned that the subject valve was implanted valve-in-valve to treat pvl on the first valve, and the patient had a history of left coronary ostial calcification, all of which may have contributed to this event. However, without review of angiographic imaging, the reported occlusion cannot be further assessed and a definitive root cause cannot be determined. If information is provided in the future, a supplemental report will be issued.